Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that there was no issue and the rep was able to figure out the right programming settings for the patient. The event was reported to be resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the rep was able to program the new implant limit which was 2.4 volts for the upper limit with 1 volt for the lower limit, but the summary showed 3.4 volts and 1.4 volts as the limit. The previous implant had the same parameter, however the summary showed 3.6 volts and 1.7 volts. The issue was only on the left implant, as the right side was fine at 3 volts for the upper limit and 1 volt for the lower limit. No patient symptoms or further complications were reported as a result of this event.